Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed to step during testing. The device's flow sensor assembly was found to be contaminated with dust and dirt. The device's flow sensor assembly was replaced to address the issue.